Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results via daughter. Expected fasting blood glucose test result range is 54 to 113 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Blood glucose test results with truetrack meter were above 500mg/dl on (B)(6) 2015 and customer sought medical attention. At hospital blood glucose was tested with hospital meter and results were 100 mg/dl, so she was not admitted. Currently taking insulin and medication to manage diabetes. Back to back blood test performed fasting and 337 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 62mg/dl (B)(6) 2015 03:12am. 2: 108mg/dl (B)(6) 2015 02:20am. 3: 54mg/dl (B)(6) 2015 01:55am. 4: 364mg/dl (B)(6) 2015 04:11am. 5: 113mg/dl (B)(6) 2015 03:01am. Back to back blood tests performed on (B)(6) 2015: 459mg/dl 2:03am. 221mg/dl 2:06am. 337mg/dl 2:08am. 450mg/dl 3:17am. 260mg/dl 3:20am.